Event description:
A (B) (6) female underwent a aaa repair on (B) (6)2004. One main body and two iliac leg grafts were placed. On (B) (6)2010, there appeared to be a stent fracture or tear of the graft. The graft was relined with another stent and problem was resolved. Pt is fine.

Manufacturer narrative:
Pt - additional surgical procedure is not specifically labeled in the IFU. Device - endoleaks are labeled in the IFU. Event eval: still under investigation.